Manufacturer narrative:
UDI number: ni. Since the device identify is unknown, the product code is unknown, but cold possibly be mnh or nkb. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the head of a pedicle screw broke during installation during surgery. The screw was removed and discarded. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
Additional information: (results, conclusions) - the product was not returned and no photos were provided, so an evaluation could not be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The lot number was not provided, so the manufacturing records could not be reviewed.

Event description:
It was reported that the head of a pedicle screw broke during installation during surgery. The screw was removed and discarded. There were no reports of patient impacts associated with this event.